Event description:
It was reported that during a procedure, there was fiber "end burn out" at 243000 joules. A second fiber was used to complete the case. No pt injury was reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber. (B)(4) fiber and cap refer to (B)(4) thermal problem. Fiber analysis: the fiber exhibited a circumferential fracture of the glass cap distal to fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The metal cap shows signs of burnt on detritus, moderate devitrification of cap at the output window. The metal cap adhesion location exhibits burnt glue; the glass cap exhibits char and devitrification. Both caps remain intact and attached. The fiber/cap conditions may activate the fiberlife function. The potential for forward firing may exist.